Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugar [blood glucose increased]. Novopen echo had a cracked screen and was not delivering. Medication [device failure]. Novopen junior not squirting out insulin [device failure]. Case description: this serious spontaneous case from the united states was reported by a medical doctor as "high blood sugar", "novopen echo had a cracked screen and was not delivering medication" and "novopen junior not squirting out insulin" all beginning on (B)(6)-2015 and concerned a female patient (age not reported) who used novopen echo (insulin delivery device) from unknown start date in 2014 to (B)(6)-2015 and novopen junior (insulin delivery device) from unknown start date in 2012 to 2014 and again from (B)(6)-2015 both due to type 1 diabetes mellitus. Patient height, weight and bmi were not reported. Medical history included type 1 diabetes mellitus (since 1971). Concomitant products included - novolog penfill (fast acting insulin aspart). In 2014, the patient started using novopen echo with concomitant product novolog penfill cartridges, which she had been taking since 2012 on a sliding scale dosage. At the beginning of (B)(6)-2015, the patient noticed that the novopen echo had a cracked screen and thought that it was still working but upon further investigation, she discovered that it was not delivering insulin because the spring loaded part was broken. As a result, the patient began experiencing high blood sugar with readings in the 300s mg/dl at this time. On (B)(6)-2015, the patient had a high blood sugar reading of 187 mg/dl. The patient was feeling sick because of the high blood sugar and went to the emergency room where it was discovered that the patient was also dehydrated because of the high blood sugar. The patient was intravenously administered fluids as treatment for the dehydration. The patient got also a prescription for novolog flexpen to treat the high blood sugar. The patient recovered from the dehydration on 14-sep-2015 and was sent home without being admitted to the hospital. Once the patient returned home, she discovered another old novopen junior which she had forgotten about. The patient tried to use that pen, but it was not squirting out insulin after she dialed up and depressed the push button and the patient still was experiencing high blood sugar. The patient started using vials and syringes for insulin administration and recovered from the high blood sugar. The patient planned to return to using novopen echo with novolog penfill cartridges once she received replacements. The patient felt that the events were related to novopen echo. The patient did not blame concomitant product novolog penfill cartridges. Action taken to novopen echo was reported as product discontinued in (B)(6)-2015. At the time the patient provided follow-up information on (B)(6)-2015, the patient was already using the replacement novopen echo since an unspecified date. Action taken to novopen junior was not reported. In (B)(6)-2015, the outcome for the event "high blood sugar" was recovered. The outcome for the events "novopen echo had a cracked screen and was not delivering medication" and "novopen junior not squirting out insulin" was not reported. Investigation results: name: novopen echo. Batch number cv40330. Visual examination performed. A batch trend report has been created. Nothing abnormal was found. The electronic register was checked. Visual and functional examinations were performed. No pen parts are cracked and all mechanical functions are normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed problems. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device was separated in order to investigate the internal parts and a microscopic examination was performed. The display showed two lines after injections instead of last injected dose size due to corrosion of the electronics. Some kind of liquid has entered the pen. It is not possible to use the dose memory function. The mechanical function of the pen is not affected by the faulty display. The selected dose will be delivered. The fault is caused by accidental damage during use of the device. The memory display showed: (two lines) after injection. After the injection to follow the memory display will function again. The observed problem is caused by accidental misuse of the device or use of a blocked needle. Name: novopen junior dial-a-dose insulin delivery device. Batch number: aug1457. Visual and functional examinations were performed. A batch trend report has been created. Nothing abnormal was found. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Final manufacturer comment: (B)(6)-2015: the two suspected pens were returned to novo nordisk for investigation. The investigation showed that the fault found on the novopen echo electronic display is caused by accidental misuse of the device or use of a blocked needle. It showed also some kind of liquid had entered the pen, which can be considered as contributing factor. No faults related to the experienced adverse event "high blood sugar" were identified on either of the pens and too little information on how the patient handled the pens was provided to identify the root-cause for the experienced event or find similar cases to argus case (B)(4). Novolog penfill (insulin aspart) solution for injection, 100 u/ml. (B)(6) 2012 to ongoing. Evaluation summary: name: novopen echo. Batch number cv40330. Visual examination performed. A batch trend report has been created. Nothing abnormal was found. The electronic register was checked. Visual and functional examinations were performed. No pen parts are cracked and all mechanical functions are normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed problems. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device was separated in order to investigate the internal parts and a microscopic examination was performed. The display showed two lines after injections instead of last injected dose size due to corrosion of the electronics. Some kind of liquid has entered the pen. It is not possible to use the dose memory function. The mechanical function of the pen is not affected by the faulty display. The selected dose will be delivered. The fault is caused by accidental damage during use of the device. The memory display showed: (two lines) after injection. After the injection to follow the memory display will function again. The observed problem is caused by accidental misuse of the device or use of a blocked needle.